Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. No changes or intervention was performed. The patient was stable.